Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred outside the us, in (B)(6). The polish subsidiary notified teoxane geneva of an adverse event on 16-oct-2024. A female patient was injected on (B)(6) 2024 with a total of 0.5 ml of teosyal rha 2 in the temples (0.25 ml per side). The injection was performed with a 25g cannula (40mm), superficially, using retrotracing and fanning techniques. Additionally, the same day, the patient received 0.7 ml of teosyal rha 3 in the lip corners and marionette lines, and 1.2 ml of teosyal rha 4 in the jawline. Teosyal rha 3 and rha 4 products were unrelated to the current complaint. During the procedure on (B)(6) 2024, the patient experienced swelling on the right temple without pain. On the same evening, the first signs of livedo reticularis appeared, followed by pustule lesions in the subsequent days. Approximately three days after the injection, on (B)(6) 2024, stronger ischemic features were observed. Five days after the injection, on (B)(6) 2024, the patient returned to the injector. The injector described the symptoms as hematoma and redness with nodules on the right temple and diagnosed severe ischemia. On the same day, on (B)(6) 2024, a local medical expert was contacted to advise the injector on the patient's treatment. During the consultation, the medical expert observed slow capillary refill and a burning sensation when pressed. Based on the physical examination, mild pain (1/10) was noted. The expert confirmed pustules and swelling on the right temple, without necrosis or infection (confirmed by a rapid crp test). Partial ischemia was confirmed by ultrasound examination. As treatment, the medical expert initially prescribed acetylsalicylic acid (600 mg) and, after ultrasound examination, administered 1000 iu of hyaluronidase (hylase) under ultrasound guidance with gentle massage. After treatment, capillary refill returned to normal. Additionally, the patient was prescribed pentoxifylline (400 mg daily) and tribiotic to prevent infection. The next day, on (B)(6) 2024, all pustular lesions regressed. Ultrasound showed no features of ultrasound silence, but slow capillary refill was noted in one area (potentially due to compression of skin branches). The medical expert applied nitroglycerin ointment, revealing an ischemic area about 0.3-0.5 cm in diameter, and administered 250 iu of hyaluronidase (hylase) with lidocaine, followed by gentle massage. Circulation and warming were normal, with slight pain in the ischemic area (possibly post-injection). On (B)(6) 2024, the lesions had significantly regressed, with normal capillary refill, color, and warming. Pain was noted at one point, under which a small hematoma was observed on ultrasound. The physician administered 0.4 ml of nacl to improve hematoma absorption, applied genfactor with growth factors externally to promote healing without scarring, and used heparin for bruising outside the ischemic area. On (B)(6) 2024, the ischemic area was healing properly, with only a bruise on the eyelid, which was drained. On (B)(6) 2024, only bruising was remaining, that should disappear within two weeks. No signs of ischemia were present. Due to the resolution of the ischemic symptoms, the case was closed.